Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available. Additional information indicated that the spinal cord stimulation (scs) patient was experiencing charging difficulties. Specifically, the implantable pulse generator (ipg) required extended charging durations and increasingly frequent charging sessions. To address this, the patient underwent a revision procedure in which the ipg was removed and replaced. The patient is recovering well postoperatively and has reported a positive outcome. In accordance with facility policy, the explanted device was disposed of and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available.